Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called in to inquire about the insulin pump's warranty since she is interested in upgrading it. During the call, the customer reported that she experienced low blood glucose of 20 mg/dl. The customer stated that she is a brittle diabetic and sometimes stress makes her blood glucose go high or low. She usually has low blood glucose when sleeping because she does not eat at night. Current blood glucose was 233 mg/dl. The customer was provided with the information requested and was advised to talk to the doctor about changing to the newer insulin pump.